Event description:
Pt suffered a supracondylar fracture of the right femur with internal fixation in 9/95. She was readmitted on 2/1/96 for revision of hardware. After the initial surgery, the pt did well, but failed to heal the fracture and eventually the rod broke from fatigue through one of the screw holes just distal to the fracture site.